Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 12/11/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated fractured acetabular screw causing the cup to rotate. The cup was also rubbing on the calcar. Ther was also metallosis present. No lab results were provided for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/6/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation with open reduction.